Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event and discharged after 14 days. The cause of the event is unknown. The patient received unspecified antibiotics (dose, route, duration, and frequency unknown) for peritonitis. The cause of the event is unknown. Peritoneal dialysis was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).